Event description:
It was reported that noise was observed on the lead. During explant, an insulation anomaly was observed. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 26.0-26.4cm from the connector end, consistent with lead friction to another device. The etfe coating was intact at the same location. Insulation and conductor damage was found at 24.4-26.0cm from the connector end consistent with clavicle crush damage. The pacing/sensing and svc conductors insulation were abraded. This is consistent with the observation from the field of noise.